Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: one protector assembled onto a vial, was provided to our quality team for investigation. Upon inspection, several punctures holes around the vial cap were observed, noting they were all off center. Functional testing was completed, injecting liquid into the vial, no leakage was observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing and verification all critical dimension are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the sample evaluation it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was possible leakage from injector that occurred when the drug was taken for the same event as the pir44105785. The drug added was rozeus anticancer drugs. Additional information: report on the same event as pir44105785. The report is that it probably leaked from the injector, but it has not been identified, and the protector has also been returned.